Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.

Event description:
A pt was implanted with a miniarc sling on (B)(6) 2009. It was reported that the pt has been suffering with chronic left groin pain and pain with sex. She is tender along sling insertion site at left obturator inturnus muscle. No eroded sling, but the anchor will be removed surgically.